Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event was unknown. On an unknown date, the patient was hospitalized for peritonitis and was discharged 12 days later. The patient outcome prior to discharge was not reported. 48 days after discharge, the patient was re hospitalized due to ongoing peritonitis. One day later, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. Action taken with pd therapy was not reported. No additional information is available.